Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that foreign material came out of the device, however, the type of the material or root cause could not be determined. A definitive root cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the light guide rod lens and the air/water channel. There were no reports of patient involvement.